Event description:
It was reported to philips that the wireless footswitch was intermittently not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer performed the diagnostic procedure, which was completed using a wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was intermittently not working. Upon troubleshooting, the fse found that the led was flashing red, and the color of the battery indicator was red, flashing rapidly. To resolve the issue, the fse replaced the wireless footswitch and base station. The defective wireless base station and wireless footswitch were returned to philips for failure analysis, and the cause of the failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wireless foot switch and base station by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to always have the wired footswitch connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.